Event description:
It was reported that the patient was re-implanted with a cochlear implant on (B)(6) 2010. According to add'l info received, the pt was already before implantation at the limit of the indication criteria for a vibrant soundbridge. At the first fitting, no hearing sensation could be obtained.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a f/u report.